Manufacturer narrative:
The field service engineer found a damaged tube at the rinse station and replaced the tube. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
A leak in the electrode compartment was found. The "ise ref" was "full of salt", and the sodium electrode had liquid due to the leak. The investigation is ongoing. This event occurred in (B)(6). Phone was provided as (B)(6).

Event description:
The initial reporter received questionable ise indirect gen.2 sodium results for two patients from the cobas 4000 c311 analyzer. Patient 1 initial result was 158 mmol/l, and the repeat result from a b221 analyzer was 141.5 mmol/l. Patient 2 initial result was 190 mmol/l, and the repeat result from a b221 analyzer was 141.5 mmol/l. The questionable results were not reported outside of the laboratory.